Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). Batch # m55r77. Additional information requested and received: were there any issues with staple formation as a result of the tissue bunching up on the fifth firing? Yes. The staple line distal to when the bunching started was irregular, not showing 3 distinct rows of staple lines. Was the staple line interrupted; staples not present/visible on any portion of the staple line? Staple line appeared to be contiguous with one row of staples for the length of the firing. The surgeon took a picture with the laparoscope, of the staple line in question. It is attached. Were there any malformed staples? Yes, only a few. However there were no more visibly malformed staples that what one might see anytime staple lines are crossed. Was the surgeon using any buttressing material with the firings? No. The surgeon performed an air leak test on the gastric specimen, post-operatively, to see if the staple line was hemostatic. It was not hemostatic. Air was leaking from the area of the disrupted staple line. The surgeon also requested that the specimen be made available to ethicon for investigation, after the normal pathology tests are performed. Is this something that we want to pursue? The analysis found that one plee60a device was returned in good visual condition and with one ecr60b cartridge loaded on the device. The reload was received fully fired and with cartridge deck and some drivers damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web, the tissue will tend to bunch up creating a staple log jam. When the force gets great enough, the tissue will move forward distally out the jaws leaving malformed bunched staples and an incomplete cut line. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Intra-operative photo was received. Based on the photo evidence, the event description is consistent with the jagged tissue appearance. The belief is that the knife possibly got caught on a prior firing crotch staple and was dragged causing the tissue to tear instead of cut. The midline malformed staple could be the staple that was dragged.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the fifth firing of six (green, green, blue, blue, blue, blue), using plee60a, during the firing sequence, during the device was pulse fired, when the second pulse began, the device's pitch changed (groaned) and the tissue began to visibly bunch up as the stapler advanced. The second pulse was stopped, as the surgeons noticed the issue occurring. A third pulse fire completed the firing. During the return of the knife blade, the tissue bunched up again, but no audible tone change was observed. The sixth firing was fine. The staple line was routinely oversewn. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). A tissue sample was returned and x-ray photographed. Pic 1 - this is an x-ray of staple lines. There is evidence that about midway down the first staple line the staples are malformed. Pics 2 and 3 - these are x-rays of staple lines including the ones shown in pic 1. No obvious malformed staples detected in remaining lines. Pic 4 - this appears to be the same staple line x-ray as pic 1, but taken from a different angle or side. No new information. Pic 5 - this x-ray is similar to pics 2 and 3 also taken from a different angle or side and there appears to be one malformed staple not seen in previous pics and located outside of the first staple line. Based on the photos alone the event description is confirmed, unfortunately there is not enough evidence in the photos to determine root cause. It is likely that tissue movement occurred during the firing as evidenced in the event description of "bunching of tissue" and this movement caused the staple legs to miss their intended pockets. Bunching or milking of tissue within the jaws of the device occurs when the distal tissue forces are higher than the compressive forces of the jaws. This can occur when firing over existing staple lines or when a rogue staple gets caught by the knife which keeps the knife from cutting the tissue and instead it pushes the tissue distally.